Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was displaying her past readings instead of the "apply sample" symbol when attempting to perform a blood glucose test. The medical affairs specialist (mas) spoke with the pt on september 24, 2008 and obtained the following info. The pt reported that the alleged error message began on the morning of original date; the same day she contacted lfs. The pt reported since she was unable to obtain a reading on the subject meter that morning, she only took her base amount of humalog insulin (10 units). A few hours later, just prior to lunchtime, the pt reported she developed the following symptoms: sweaty, clammy, nervous, and increased heart beat. The pt attempted to test on the subject meter, but was unable to obtain a reading as a result of the reported issue. However, the pt stated she felt her blood sugar was running low and immediately treated herself with a beverage and food. She reported feeling better afterwards. At the time of troubleshooting, the customer care advocate (cca) discovered that the pt was manually powering the meter on prior to inserting the test strip. The cca explained the correct process to perform a blood glucose test on the meter. The issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.